Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: it mention that patient has consequence, however it mention "patient is okay as per information received," could you please provide more information and confirm if the patient has any signs or consequences due to the issue?: patient is okay and no adverse consequences reported as per information received from ot team device return status? Available for return. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Events reported: 2210968-2023-00260, 2210968-2023-00261, 2210968-2023-00263, 2210968-2023-00262, 2210968-2023-00264.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2022 and suture was used. During the procedure, the thread was detached from the needle. No adverse patient consequences were reported. Additional information was requested.